Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a gastroplasty, the reload was not able to be fired. No patient injury.